Manufacturer narrative:
February 02, 2026 visualization of the defect on the recovered product: breakage of the white suture. No clinical consequences to the patient - no additional surgery - the patient did not retain any part of the defective device - delay on surgery over 30mn (stipulated in the incident report). Verification of manufacturing data: (B)(4) devices assembled - no rejects after assembly - no incidents during manufacturing process - the batch complies with expected specifications. Awaiting further information before analyzing the incident and assessing the recovered device. ____________________________________________________

Event description:
Fnconf-26-0009 incident occured in vietnam. Complaint description: "the fixation loop ruptured during graft tensioning in an acl reconstruction surgery". Additional information / circumstance: "after the tendon graft was fully prepared and sutured, and while it was being tensioned and pulled into the cortical tunnel, the loop ruptured".